Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/25/15. (B)(4). It was reported that a patient underwent a right atrial flutter procedure with a c3 ez steer cs with auto ID catheter and the deflection became stuck. The returned device was visually inspected upon receipt and it was found in normal conditions. Per event reported a deflection test was performed and the catheter passed. Catheter did not get stuck while deflection test was performed. The device history record was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the catheter getting stuck in a deflected position cannot be confirmed.

Event description:
It was reported that a patient underwent a right atrial flutter procedure with a c3 ez steer cs with auto ID catheter and the deflection became stuck. It was reported that the catheter stayed deflected towards the curve and would not return to its native confirmation. The catheter was replaced and the case resumed. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. A catheter would a deflection that is stuck is indicative of a reportable event, as it could potentially be related to serious injury.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).